Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer fse found the photometer lamp was two (2) years old. Fse replaced the photometer lamp and reseated the wash station to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported flagged blood urea nitrogen (bun), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), and creatine kinase (ck) patient results on their dxc 700 au analyzer. The results were not reported out of the laboratory. There was no change to patient treatment.